Event description:
Patient was reported to undergo prophylactic generator replacement the replacement. It was also reported that the battery was almost depleted and the patient started having an increase in seizures. The explanted generator has not been received to date.

Event description:
The explanted generator was received for analysis. During product analysis, the device's output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and that the device provided the expected level of output current for the entire monitoring period. System diagnostics were as expected for the programmed parameters and were within normal limits. The device performed according to functional specifications. Product analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No additional or relevant information has been received to date.